Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared a battery status of elective replacement indicator with a battery voltage of 2.68 volts and a charge time of 20.1 seconds. The patient was to see their electrophysiologist at a later date. There were no adverse patient effects reported. The device remains in service at this time.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.